Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was trouble with the image capture delay then black and would not capture image with the video processor. There was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of the device history record was not performed as the serial number was not provided. The device was not returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer. The reported event occurred during a diagnostic colonoscopy and esophagogastroduodenoscopy procedure. The event resulted in a delay of 15 minutes. However, the procedure was completed using the same device.